Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient's mother that the patient underwent an abdominoplasty on an unknown date and suture was used. Approximately two weeks post-op, the patient noticed sutures spitting, white discharge oozing from the incision, and that the incision was opening. The patient had a follow-up appointment with the surgeon, who made no further recommendations for treatment. After seeking the advice of her family practitioner, the patient has an appointment to get a second opinion from another surgeon. No additional information was provided